Event description:
It was reported that during implant of the lead the stylet was unable to be removed without a lot of force. Additionally, the lead had high impedance afterwards. The lead was replaced. No patient complications have been reported as a result of this event.